Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, and successfully restarted sensor session without error reoccurring.